Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was ramping up when attempting a bolus delivery. Customer also reported a battery out limit alarm that could not be cleared. Customer's blood glucose was 405 mg/dl at the time of the call. Customer will be contacting their healthcare provider to treat their blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected ramping of numbers or battery out limit alarms noted. Intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. Moisture damage noted on all electronic assemblies and motor assembly. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.